Event description:
The user facility reported that during priming of the oxygenator circuit, a fluid leak was noticed at the bottom of the oxygenator. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.